Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a modular cable exchange on (B)(6) 2025 due to severe cosmetic damage with exposed wires. Log files were sent for evaluation on (B)(6) 2025 due to sudden low flow alarms that did not turn off. The patient had presented to the emergency room (ER) with complaints of dizziness, shortness of breath, and an alarm on their system controller. The modular cable was also assessed on (B)(6) 2025, and it was noted that there were several placed where the wires were damaged after switching their modular cable on (B)(6) 2025. The patient's controller was reading low flow with a flashing red broken heart and an alarm time of 220 minutes at the time of assessment by the cardiologist on (B)(6) 2025. Upon assessment, there was no audible left ventricular assist device (lvad) hum upon auscultation, and the pump registered no flow or power consumption. Given the time that the pump had been inoperative and the likelihood of thrombosis, the decision was made to disconnect the patient's system controller and inactivate their lvad support. The decision was made to not restart the pump due to the patient not being on anticoagulation therapy and the length of their pump not being on due to the risk for thrombosis. The patient was placed on a low dose of dobutamine, and palliative care was consulted. The patient was not a candidate for pump exchange or transplant due to lack of social support and significant noncompliance history. The site reported that there was no visible damage to the patient's driveline. The event log captured emergency backup battery (ebb) fault alarms from the beginning of the data capture. It appeared that the ebb was reseated or replaced as it appeared that the ebb was not installed on (B)(6) 2025 at 1419. It appeared that the driveline was disconnected briefly for about 3 seconds on (B)(6) 2025 at 1415. It was also noted at time in the log that there were some lower flows below the 2.5 lpm threshold but were not sustained long enough to trigger the audible alarm. There appeared to have been controller internal fault alarms noted on (B)(6) 2025 at 1358 showing fuse an open followed by driveline power faults (power a). The driveline was disconnected shortly after on (B)(6) 2025 at 1406. T the patient slowly declined after being made do not resuscitate (dnr) and passed away on (B)(6) 2025. The cause of expiration was that the pump had stopped. The outcome was device or therapy related. An autopsy was not performed, and the pump was not explanted or returned.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of driveline power faults and damage to the modular cable was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number unknown) was noted to be damaged in several places, with visible damage to the underlying wires. The modular cable did not pass insulation testing, and several wires were noted to be open loop. The modular cable was tested with the event system controller, and the reported alarms were reproduced. The underlying layers were stripped, and it was found that several of the underlying wires, including both power wires, were damaged, which would cause the observed alarms and pump stop. A review of the submitted and downloaded log files from the reported event date of 27sep2025 ¿ 29sep2025 showed controller internal fault, low flow, pump off, and driveline power fault alarms activating on 27sep2025 due to power a and power b faults, which are consistent with the observed damage to the modular cable. The controller was unable to support the pump due to the damage. The controller was shut off on 27sep2025, and reconnected to power on 29sep2025, but the pump was not able to restart. The root cause of the reported alarms was determined to be due to the damage to the modular cable. The root cause of the damage was unable to be determined via this investigation. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline alarms. Section 2 of the IFU - ¿system operations¿ and section 2 of the patient handbook - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Section 10 of the patient handbook, ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.